Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service and the digital board was replaced. The device was recertified and returned to the customer. The suspect digital board was returned to zoll medical corporation, united states. The reported malfunction was attributed to a faulty integrated circuit on the digital board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.